Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, and because the phenomenon was not duplicated during device evaluation, the root cause of the phenomenon could not be identified. Olympus will continue to monitor field performance for this device.

Event description:
The customer reported to olympus that the image disappeared on the visera elite video system center. Pre-use inspection of the device found that when the camera head connector was touched, disconnection occurred. The issue occurred during pre-use inspection for a therapeutic ureteral stent replacement procedure. Subsequently, the intended procedure was completed with a different device. There was no harm or user injury reported due to the event.

Manufacturer narrative:
The device was returned to olympus for evaluation and the customer¿s allegation was not confirmed. Additional non-reportable findings were as follows: corrosion of the video connector receiving contacts, the lock does not work due to the failure of the lock part of the video connector receiver, battery consumption and wear of the bottom foot rubber. The investigation is ongoing. A supplemental report will be submitted upon completion of the investigation.